Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
Low dose was reported. There was no patient involvement.

Manufacturer narrative:
G4:13jan2021. B4:14jan2021. The field service engineer (fse) confirmed low tidal volume and no standby, so determined the flow sensor assembly would require replacement. The fse replaced the flow sensor assembly and performed testing. The testing passed and the issue was resolved. After this repair the device was returned to the customer for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.